Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. Device was received with the case cracked behind the device near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose of over 500 mg/dl/ and insulin pump stopped working. Customer stated that there was big crack in back of the insulin pump by battery cap that is stopping battery from screwing on correctly. Customer declined troubleshooting for high blood glucose. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.